Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there were concerns with the centrimag console maintaining the correct rpms while on patient. Pressures were also reportedly lost. The centrimag console was successfully swapped out with no harm to the patient.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of abnormal pump speed was not able to be confirmed. The centrimag 2nd generation primary console (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review upon the unit¿s arrival. Between 8:29 and 17:54 on (B)(6) 2025, a multitude of p4 (pressure 1 below minimum) and p5 (pressure 2 below minimum) alarms were observed. These alarms activated due to the pressure reading of either sensor falling below the set minimum threshold. The majority of these alarms were coincident with a decrease in flow; some of these flow decreases resulted in f3 flow below minimum alerts. The pressure and flow decreases appeared to resolve on their own, shortly after activation. It should be noted that throughout the data, the speed of the pump was altered via user input several times, and it maintained a speed within the expected range throughout all speed and pressure changes. The centrimag motor (serial number: unknown) associated with this event was not returned for analysis. The root causes of the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed, as the serial number of the motor was not provided. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Centrimag circulatory support system operation manual (rev. C) is currently available. Section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 5 indicates that in the absence of the monitor, the data log function is not accessible. In addition, data recording will be limited to the previous 16 hours of data. If a monitor is connected to the console, it will be able to display the previous 16 hours of data collected by the system. Section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Table 15 explains console alarms and alerts, as well as the recommended operator responses. For p4 and p5 alerts, the user is instructed to ¿check for and resolve a physiological or mechanical cause. Ensure appropriate pressure alarms are set. Consider recalibrating the transducer if alert cannot be explained by conventional troubleshooting.¿ for f3 alerts, the user is instructed to ¿check for physiologic cause or circuit obstruction. Check minimum flow set point. Do not increase rpm without confirming adequate blood volume is available. Common cause of this alert is inadequate blood volume at the drainage cannula site for the desired pump flow.¿. No further information was provided. The manufacturer is closing the file on this event.